Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.

Event description:
Part of catheter broke off (3 to 4cm piece) and floated. Infant was transferred to (B)(6) hospital - (B)(6) for surgery. Catheter piece could not be retrieved. Decision was made to remove the piece once the infant is older and more stable. Will send intact part of catheter when available from (B)(6) hospital.